Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 198 and 177 mg/dl. Customer is also concerned that results are erratic. Customer just started using the meter on (B)(6) 2017. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. Customer tests five - six times a day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (time/ date not set): the 93mg/dl (B)(6) 2017 11:54 am fasting:yes, the 198mg/dl (B)(6) 2017 11:22 am fasting:yes, the 177mg/dl (B)(6) 2017 11:21 am fasting:yes, the 186mg/dl (B)(6) 2017 11:20 am fasting:yes, the 194mg/dl (B)(6) 2017 11:19 am fasting:yes. Memory concerns:undisclosed. Customer called about his blood readings reading high but then he did back to back blood readings and the results were so erratic that the customer does not believe the accuracy of the meter. Customer called about not sure if the meter is reading correctly then started to do back to back blood reading s and was not happy with the results he was getting with this meter, his time and date are incorrect and he just started using he meter (B)(6) 2017 and is not happy with the meters readings.